Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for investigation. Therefore, 48 retention samples from bd inventory were evaluated by visual examination and 12 retention samples were evaluated by functional leakage and torque testing and no issues were observed relating to loose hub connection as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose hub connection. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® blood transfer device holder with female luer adapter the hub separated from the device. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "the connection between the btd and the syringe is loose and the syringe is easily detached from the btd. "